Event description:
Pt reported that the ss meter/lab comparison blood glucose test readings were 101 mg/dl (ss) versus 171 mg/dl (lab), respectively (41% difference). No symptoms were reported. The meter is not cleaned according to manufacturer's product recommendations. Control solution test reading was in range. Lsf rep reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.